Event description:
On (B)(6) 2013, the lay user/reporter in (B)(4), the patient¿s husband, contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. On (B)(6) 2013, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2013, at 12:00 pm, the patient reported she obtained the blood glucose reading of 8.9 mmol/l on the reported meter. The patient then ate lunch and took 7.5 units novorapid insulin according to her sliding scale. At 4:15 pm the patient experienced the symptoms of being unresponsive and confused. While symptomatic, the patient¿s blood glucose level was tested to be 2.9 mmol/l. The patient was given food and a drink and felt better afterwards; she did not seek any medical attention. The reporter noted the patient was a ¿brittle¿ diabetic and had frequent hypoglycemic episodes. The patient manages her diabetes with novorapid insulin three times per day on a sliding scale and levemir insulin 8.0 units at bedtime. The patient¿s expected blood glucose levels range from 6.0 mmol/l to 9.0 mmol/l. The patient also reported that on (B)(6) 2013, she obtained the blood glucose reading of 8.4 mmol/l on the reported meter, and a reading of 7.4 mmol/l on a onetouch ultramini meter and a reading of 7.4 mmol/l on another manufacturer¿s meter within 30 minutes. These test results fell within expected values for meter-to-meter accuracy testing. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #1 (01/30/2014)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The subject meter was also returned on (B)(4) 2014 however evaluation has not yet completed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.